Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform 60 stapler instrument was analyzed, and the findings did not replicate or confirm the customer reported event. Visual inspection displayed no signs of physical damage. The channel sprang back open when in the unclamped state. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The stapler was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument fired successfully twice using a blue 60 reload. The cutling appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. Review of logs were unable to verify any failures the instrument was fully functional. There was no problem detected. The blue reload was also returned and evaluated fa replicated and confirmed the reported complaint. The reload was found to have lodged staples wedged in between the knife track. Visual inspection confirms there were 3 lodged staples stuck in between the knife track. There was also cartridge damage and blade damage to the knife observed. Additional observation(s) related to customer reported complaint: the reload was found to have cartridge damage at the site of the lodged staples. The reload cover was removed to inspect the knife, and there was damage found. The reload blade was also found with mechanical indentations. The cartridge was damaged at the site of the lodged staples. The probable root cause of lodged staples was attributed to lose staples from firing across staple lines or not having a full bundle of tissue between the jaws during use. The probable root cause of reload damage is attributed to high firing torques, which can result from firing on challenging tissue (e.g., tissue condition) or hard objects (e.g., staples).

Event description:
It was reported that during a da vinci-assisted surgical procedure the sureform 60 stapler instrument misfired. The procedure was completed and no known impact or patient consequence was reported.